Event description:
It was reported that during a procedure at the user facility, the loaner core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the bearings were brinelled. The device was repaired and placed back into stryker stock.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.